Manufacturer narrative:
H10: complaints database analysis revealed no similar event since unit installation in 2018. Based on the data collected and the result of investigation of similar complaints, the most likely root cause of the reported event can be traced back to the setting of the "ramp down" mode which, following an alarm condition, caused the pump speed to be automatically and as per design reduced to minimal. In this mode, the pump continues to run at the selected minimum speed, until the speed is increased.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) drive unit had an issue during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Through follow-up communication livanova learned that the issue was related to flow rate and in particular to low rotation per minute (rpm). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported event. Functional verification testing was performed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.